Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave a remote alert indicating the ippc (image processing pc) had a memory issue. Review of the log file confirmed the malfunction in the frontal ippc. The fse found that the issue occurred during post (power on self test) - frontal. The failure analysis performed for the ippc showed inconclusive evidence of the reported failure. However, the fse replaced the ippc which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. The device was in clinical use at the time of the event. No patient or user harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the imaging processing computer which resolved the issue. The device was returned to use in good working order.